Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used decontaminated device was returned for investigation. Under visual inspection it was noticed that the inflation line was detached from pilot balloon as reported by the customer. The complaint fault has been escalated to address a full root cause investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use "the pilot balloon came off the inflation line." There was a patient involvement, but no harm or adverse event reported.